Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure. The balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.